Manufacturer narrative:
(B)(4). Date sent: 2/2/2024; d4: batch #587c19. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Only anvil half washer was present and there was no staples present. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 587c19, and no non-conformances were identified. Additional information received: surgeon has 15+ years, operating and performs the anastomosis same way every time. They have used the powered circular since it¿s been available. Regularly performs leak test. On average sees issue once a year. Surgeon¿s concern is this happened 3 times in one day. For this procedure, the surgeon was working with a 5th year resident. The resident is experienced with the device. Technique: typically after clean the rectum, if hand assisted, surgeon pulls the portion of colon up and placed anvil in to make the anastomosis with prolene suture. Oversew with vicryl suture. Then powered circular is used. They wait 15 second. After firing does a leak test. During the first case the staple firing there was a very large leak area. Patient was elderly with comorbidities. Then stapled below the anastomosis and redid same as the other. Performed a leak test and found a tiny leak. It was oversewed with vicryl suture. Case was finished, all fine. In the first case, why go to another stapler instead of just oversew? Patient had cancer, extra cautious so created a new anastomosis. Did they wait 15 seconds? Are they re-tightening prior to firing? They have been trained but was not in case so not sure. Did they have a camera inside while also looking? Just using air from scope but not have visualization. Any concerns with staple formation? No. Had resident worked with surgeon before or was this their first time? No, 5 years of assisting. How did the donuts look? Not sure. During removal of the donuts, any comment around rotation or removal? Trained the surgeon and have watch them multiple time with no issue. Was not in this case.

Manufacturer narrative:
(B)(4). Date sent: 1/5/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: 1. Was there any other issue noted with the staple line other than leaking (malformed staples, staple line missing staples, etc.)? Not that I am aware of. 2. How was the leak identified? Through a leak test using a proctoscope and saline. 3. How was the leak addressed? The first leak was addressed by dissecting below the anastomosis and creating a new anastomosis distal to the first firing. The second firing also produced a small leak. That leak was addressed by oversewing the anastomosis with vicryl. 4. Did the leak alter the procedure in any way? Yes. More of the patient¿s rectum had to be removed due to the staple line leak, which often causes the patient more bowel issues post surgery. The final anastomosis also had to be oversewn for security. All of this added time to the procedure that would not have occurred normally. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection after the stapler was fired a leak test was done and a large leak was found. A second device was used to create a new anastomosis below the first. A second leak test was done and a small leak was detected. The surgeon over sewed the staple line to repair the leak, a third leak test was done and no bubbles were detected. There were no adverse consequences for the patient.